Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a small valve being used in a vp shunt insertion. It was reported that while the health care professional was preparing the valve for the procedure, the valve was not working properly. The site opened another and proceeded with the case. The valve was set to a 1.5. At this setting, the health care professional could not get any fluid flow. The second valve worked as expected. No environmental/external/patient factors that may have led or contributed to the issue. There was a 3 minute delay to the case. No impact on patient outcome.

Manufacturer narrative:
H3) the valve was returned for analysis and was found to be patent. The valve met the requirements for valve magnetic flux testing. Tears were observed on the bottom of the delta chamber of the valve. It is unknown how this damage may have occurred. Therefore, the valve did not meet requirements of leakage testing. Additionally, the valve did not meet requirements of siphon control, reflux and pressure flow/preimplantation testing. The instructions for use (IFU) cautions, ¿low tear strength is a characteristic of most silicone elastomer materials. Improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity and necessitate premature surgical revision of the shunt system.¿ all valves are 100% leak tested during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.